Event description:
The reporter stated the device displayed various error messages. The user thought her glucose was low and took 2 glucose tablets. She went to the hosp and was admitted. Her glucose at the hosp was 300 mg/dl and she was treated with an unk IV.